Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgment was confirmed. The stent implant was not returned therefore the reported material deformation (stent) cannot be confirmed. The reported difficulty to remove (guide catheter) and difficultly to advance cannot be confirmed as these are related to the circumstances of the procedure and cannot be replicated in a test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the stent delivery system (sds) interacted with the anatomy and the other devices being used for the procedure. During advancement interaction of the sds with the guiding catheter was noted causing the guiding catheter to become unstable. The sds was pushed forward to the guide catheter edge and then pulled back, meeting resistance with the anatomy, resulting in the reported difficulty to advance, difficulty to remove and stent deformation (material deformation). The sds and guide catheter were removed as one unit. Manipulation and interaction of the sds, while trying to remove it from the guiding catheter likely resulted in the noted stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis identified that the stent implant was dislodged from the balloon and not returned; however, the account stated that the stent was discarded, so it was not returned with the balloon. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery (mlad). There was no calcification and no tortuosity. During advancement of the 3.50x33mm xience skypoint stent delivery system (sds) there was an interaction with the guiding catheter (gc) and the guide catheter became unstable. The xience skypoint sds was pushed forward to the guide catheter edge and then pulled back, but resistance was with the anatomy during both movements. It was noted that this caused stent deformation. The stent had dislodged, but remained on the balloon. The sds was removed with the guide catheter. Another 3.50x33mm xience skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.